Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: lvh - heart failure, intubation and mechanical ventilation are considered to be medical intervention; however, myocardial infarction is considered permanent damage. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 2.75 x 23 mm xience v stent was deployed in the mid left arterior descending artery (lad). The pt experienced left ventricular failure (lvf). On the next day, the pt was reported to be restless and had dyspnea. The ECG showed sinus tachycardia, pulmonary edema, lvf. The pt had to be intubated and mechanically ventilated. The ECG showed st-elevation mi q-wave. Medication was prescribed and the pt effects were resolved on 10/28/2008. No additional event or pt info is available.

Manufacturer narrative:
(Restless, pulmonary edema).